Manufacturer narrative:
(D10) concomitant device(s): (B)(6): 310-00-47 - xs humeral head, 47mm xs offset humeral head. (B)(6): 300-50-45 - 4.5mm short rep plate. (B)(6): 300-20-02 - equinox square torque define screw drive kit. (B)(6): 300-01-11 - equinoxe, humeral stem primary, press fit 11mm.

Event description:
As reported by the equinoxe shoulder study, the patient had an initial right tsa on (B)(6)2014. The patient presented on (B)(6) 2023 with aseptic glenoid loosening. Initially noted glenoid loosening on (B)(6) 2021 x-ray. Had increasing pain & loosening in last year. Supraspinatus was absent at the time of revision surgery & glenoid was worn and loose. The case report form indicates that this event is unlikely related to device and definitely related to procedure. Outcome was resolved on (B)(6) 2023.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reported shoulder pain may be the result of glenoid loosening and prosthesis wear due to eccentric loading of the glenoid secondary to instability resulting from the reported rotator cuff tear. However, the failure and potential contributions from manufacturing, patient, or user-related issues to the event cannot be confirmed as the devices were not returned for evaluation and no images or radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.